Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was shutting down by itself. The patient reported that the battery needed to be removed and reinserted to reboot the pump. The patient reported on one occasion had a blood glucose of 21 mmol/l with chest pain. The patient denied that the battery cap was loose but stated that the yellow o-ring was visible. The patient was reportedly unable to tighten the battery cap until the yellow o-ring was no longer visible. The patient confirmed no trauma to the pump and the pump was not exposed to water. The patient also stated that the battery cap was never replaced since receiving the pump in 2010. Customer support advised the patient on proper tightening of the battery cap until no yellow o-ring is visible and instructed the patient to replace the battery cap every 6 months per the user guide. This report is made based on the allegation that the patient experienced hyperglycemia while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the battery cap was never replaced and the yellow o-ring was visible during use. Customer support advised the patient on proper tightening of the battery cap until no yellow o-ring is visible and instructed the patient to replace the battery cap every 6 months per the user guide. The patient also indicated that the issue was noticed but the pump continued to be used for four days prior to contacting animas. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms related to the complaint in the alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the black box shows power on resets on (B)(4) 2012 and (B)(4) 2012. The pump was booted to the verify screen with the appropriate audible and vibratory alarms. The returned battery cap was found to be stripped and would not secure tightly to the pump causing power loss issues. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A new test battery cap was used for testing purposes. The pump was exercised for 24 hours with test battery cap with no power loss issues. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, a review of the black box history shows that the time and date reset to factory settings after power resets on (B)(4) 2012. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.